Event description:
Boston scientific received information that the lead ventricular (lv) lead was dislodged. The physician repositioned the lv lead slightly more distal from the lead's original position. Additional information was received which confirmed that the patient had also been experiencing phrenic nerve stimulation (pns) in multiple occurrences within a week. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.